Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Customer is satisfied with the product. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that is feeling better. She is no longer experiencing symptoms and no medical intervention was required. Customer did not test and has not taken her insulin today. Asked customer to perform a test while on the phone and customer states she obtained 583mg/dl (customer did not state if fasting or not). Customer states she is doing fine and had to go and do her laundry.

Event description:
Consumer reported complaint for e-5 and hi display accompanied by symptoms. The customer did report feeling tired and states that she can run high at times, but needs to follow up with her doctor to let him know her results have been out of range fasting in the morning. Customer states she added saccharin to her tea and not sure if that elevated her glucose. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of hi using the meter. The test strip lot manufacturer's expiration date is 07/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.